Manufacturer narrative:
Pc-(B)(4). Batch # 369a18. Additional information was requested, and the following was received: could you please clarify if there were any patient consequences? [Ans: unknown]. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? [Ans: unknown]. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the the ntlc75 device was received with no apparent damage with a reload present. The reload was received unfired and with the swing tab in the locked position with the left gripping surface broken but still attached, making the reload nonfunctional. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the ntlc75 couldn't be fired during an eot procedure (emergency room procedure). When asked about the incident details, the nurse said that when loading the staple, the home button was positioned arrow-arrow, though she couldn't recall whether she had opened the locking lever or not. Eventually they used a new ntlc75 with new sr75. The procedure was successfully completed.